Event description:
4 optical fibers failure after reprocessing. No adverse effects to patient/operator were reported.

Manufacturer narrative:
4 fibers of the same batch failed after reuse (fiber tip broken) with consequent delay in surgical treatment. We are unaware about patient/operator injury.